Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. The packaging was discarded; therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. The patient cable is not a single use device. Approximate age of the device is 3 years and 6 months (calculated from the manufacturer date of the patient cable's lot number). The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that, on (B)(6) 2016, the patient was connecting to the power module via the patient cable and a pin in the patient cable connector became bent. The patient reportedly passed out during the event. The caretaker reconnected the system to battery power and the patient recovered. There was no report of long term injury to the patient. Upon review of the log file, the healthcare professionals noted a pump stop had occurred. The power module patient cable was replaced for the patient due to a bent pin in the power cable connector. No additional information was provided.

Manufacturer narrative:
Additional information. The reported pump stoppage was confirmed based on the information contained in the submitted system controller log file. The report of a bent pin in the connector of the returned patient cable was also confirmed through a visual inspection of the device. The analysis revealed a bent pin within the black 16-pin lemo style connector which prevented the patient cable from being fully connected to the test power module. Upon maneuvering the patient cable during functional testing, the test system controller started alarming with a continuous alarm and the test pump stopped. The analysis determined that the bent pin compromised the connection between the patient cable and the power module. The analysis indicates that the bent pin was possibly due to a misalignment issue between the patient cable connector and power module receptacle upon physically mating the two parts, consistent with the reported event. After straightening the bent pin, the returned patient cable was able to be fully connected to the test power module. Functional testing with the repaired patient cable found that it provided sufficient voltage to the test system controller and provided normal pump telemetry on the test system monitor.